Event description:
Customer complained about receiving a motor error on the insulin pump. Customer stated the alarm occurred during an insulin basal delivery. Customer stated that the device has been dropped a lot due to the clip being broken. Customer mentioned that two weeks ago he was with his daughter in the x-ray room. Customer does not use the sensor feature. Glucose level 200 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners, battery tube threads and scratched display window.